Event description:
It was reported the pt was feeling pain at his ipg pocket, even though the stimulation was turned off. He had not used the system due to lessening of his pain pattern. The pt reported he recently had a medical test in which he had to lie on a hard, flat table. The ipg site felt uncomfortable during this test. The ipg was communicating with external devices. F/u attempts to determine the status of the issue were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.